Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller indicates that the device was explanted due to sciatica. The caller indicates that they always had sciatica off and on, but it got more noticeable after the implant. The doctor agreed to remove the device since they were closing the practice anyway. The caller indicated that after device explant, they have had no problems with sciatica.